Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused ketamine (dose was 40mg in a volume of 62ml over 40 minutes) during therapy. At the start of the infusion, ketamine was dripping as secondary while normal saline (ns) was set as primary infusion. At the completion of the ketamine infusion, the ketamine bag remained half full of volume while the majority of the fluid from the normal saline (ns) primary infusion had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy test and delivered within range. Evaluation was unable to confirm the reported issue through the event history log (ehl) due to the constant changes made to the infusions. A device history review revealed that the secondary bag was used primarily for the infusions. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow accuracy issues while running a secondary infusion may have several potential causes related to infusion setup. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.